Event description:
The patient claimed that the ok and enter buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the "ok" button is responding intermittently. Removed the keypad and found adhesive under the contacts and inverted "ok" contact.